Event description:
It was reported that suture placement was attempted in a common femoral artery, using the preclose technique prior to an abdominal aortic aneurysm procedure (aaa). Reportedly, the proglide misfired, the suture broke within the device making it unusable. Hemostasis was achieved using a third proglide device. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The other perclose proglide device referenced was filed under a separate medwatch manufacturer report reference number. Five unused, sterile proglide devices with part #12673-03 and lot #50210k1 were returned for evaluation. Visual and functional testing was successfully performed with no malfunction noted. Evaluation summary: the suture mediated closure (smc) system was returned for analysis. The reported proglide misfired; the suture broke within the device making it unusable was confirmed. In addition to the noted link detachment a posterior foot break was observed during the returned good analysis. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.